Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during to intra-aortic balloon (iab) therapy, an incorrect catheter was used due to the color on the outside of the box. The hospital staff member accidentally grabbed a linear 25cc iab, which is colored orange, when the intended catheter was a sensation 40cc, which is colored yellow. The iab was replaced and therapy continued. There was no reported patient injury.